Manufacturer narrative:
(B)(4).

Event description:
In this case, the operator noticed an "electrical odor" while they were performing a patient scan on the skylight az camera. The "electrical odor" went away so the operator elected to continue with the patient scan. There was no report of smoke or fire. There was no injury to patient, operator or bystander with this issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2016, the customer reported an electrical odor while they were performing a patient scan on the skylight az camera. The electrical odor disappeared, so the operator elected to continue with the patient scan. The customer requested on-site maintenance personnel to trace the source of the smell. The source was determined to be the systems uninterruptible power supply (ups) unit. The customer removed the skylight az system from service and contacted philips service to evaluate the system. There was no report of smoke or fire. There was no injury to patient, operator, or bystander associated with this issue. A philips field service engineer (fse) arrived on site and evaluated the system. Battery acid leakage from the ups was visible on the outside of the ups battery case. The battery acid leakage was contained inside the skylight battery cabinet and did not contact electronic components. The fse confirmed nobody came in contact with the battery acid leakage. The fse diluted and wiped up the small amount of acid leakage and removed one of the battery modules from the ups and bypassed the ups. He returned the system to operational status until a replacement battery module could be installed. While waiting for customer approval for the ups battery replacement, the customer site experienced a power event that further damaged the ups and its bypass switch, making the ups unit replacement necessary. A new ups unit was ordered to resolve the issue. The failed ups and battery pack were not provided for further analysis. No bugreps or log files were gathered from the event. After the service, there have been no further recurrences at the site. Engineering determined this issue to be an acceptable risk and if the malfunction were to recur, it would not be likely to cause or contribute to death or serious injury. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to ups battery failure. A replacement ups was ordered to resolve the issue.